Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced major pain in the implantable pulse generator (ipg) pocket site. A pocket revision was done and the ipg was moved a little lower and more lateral where the patient has more tissue. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced major pain in the implantable pulse generator (ipg) pocket site. A pocket revision was done and the ipg was moved a little lower and more lateral where the patient has more tissue. The ipg remains in use. No patient complications have been reported as a result of this event.